Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("post-implant pregnancy") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". The patient's medical history included parity 3 and multi gravida. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("mental anguish"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: depression") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 trailing coils were seen on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 30-nov-2018: new pfs received- new event depression was added. Ablation surgery were updated in the event menorrhagia. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". The patient's medical history included parity 2, multigravida and live birth (B)(6) 2006, (B)(6)2007). Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for abdominal pain and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, depression and abdominal pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 trailing coils were seen on both the sides. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Patient psych related to essure yes. Patient was removal to essure. Patient has post removal complication and recs pending. Patient age removal 28. Injuries resolved post removal was pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event post procedural complication was added. Outcome of the pelvic pain was updated recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("post-implant pregnancy") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". The patient's medical history included parity 2, multigravida and live birth ((B)(6) 2006, (B)(6) 2007). Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On(B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, pelvic pain, depression and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 trailing coils were seen on both the sides. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 12-mar-2019: event "abdominal pain", medical history, concomitant drug added from pfs, pregnancy outcome updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". The patient's medical history included parity 2, multigravida and live birth ((B)(6) 2006, (B)(6) 2007). Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for abdominal pain and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, pelvic pain, depression and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 trailing coils were seen on both the sides. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2011: results: essure device was successfully. Occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and menorrhagia ('menorrhagia') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". The patient's medical history included parity 2, multigravida and live birth ((B)(6) 2006, (B)(6) 2007). Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for abdominal pain and pelvic pain female as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal vaginal bleeding") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, anxiety, vaginal haemorrhage, pelvic pain, depression and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4-5 trailing coils were seen on both the sides. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received : explant date of essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.